Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lower menu on the external pulse generator was "unreadable." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was missing pixels. Analysis also found that the battery contacts were compressed. (B)(4).

Event description:
It was reported that the lower menu on the external pulse generator was "unreadable." The generator was returned for service. No patient complications have been reported as a result of this event.